Manufacturer narrative:
Product complaint #: (B)(4). Additional product code: kwp;kwq;mnh;mni;osh. Complainant part is not expected to be returned for manufacturer review /investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: a review of the receiving inspection (ri) for cortical fix x-tab 7x45mm ti was conducted identifying that lot number tbtsx was released in a single batch. Batch1: lot qty of (B)(4) units were released on 22 feb 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for revision procedure (l3-s) due to suffered from asd at l3. When the revision procedure (l3-s) was performed, screw loosening was revealed, which was replaced with a new screw. It was unknown if the revision surgery completed successfully. The patient outcome was unknown. The primary olif and tlif (l3-sai) were performed on (B)(6) 2019. This complaint involves seven (7) devices. This report is for (1) cortical fix x-tab 7x45mm ti. This report is 6 of 7 for (B)(4).